Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038983) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer reported side effects from essure three months after implant. She states that she has nickel allergy and her physician failed to disclose information regarding nickel in device. Consumer has severe right sided pain in abdominal region and states that this pain keeps her in bed for days. Consumer also reports nausea, painful sexual intercourse, headaches, joint aches, bloating, intermenstrual bleeding, heavier menses with clots (as big as a coin) and muscle spasms that last for days. The spasms are felt all over consumer's body, it began on 2013 and it keeps getting worse and worse. Lastly, consumer had ultrasound done on 2014 which showed her fallopian tubes are sagging downwards. She wants device explanted and has an upcoming appointment on 2014. Ptc investigation result received on 08-apr-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Follow-up from 10-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up received on 12-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0324). A (B)(6) female consumer reported that she is forced now to be on replacement hormones. According to her, essure was poisoning her body making her sick. She was in horrible pain and states that her body was inflamed. Her monthlies were very heavy and she bled thru a pad an hour. The pain was so bad she didn't get out of bed for days on end. Consumer also informed that before essure she had a wonderful sex life, and after essure the pain was unbearable. She suffered debilitating migraines. Additionally, consumer stated that she went through horrendous testing and reported that now, without her uterus and her ovaries, she is in full blown menopause. Follow up information received on 29-aug-2015: the ptc assessment was updated without major changes. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe right sided pain in abdominal region that keeps her in bed for days/ horrible pain (interpreted as abdominal pain). She also stated that essure was poisoning her body and that she was without her uterus and ovaries (interpreted as hysterectomy and oophorectomy). These events were considered serious due to medical significance. Abdominal pain is listed in the reference safety information for essure, while the remaining event is unlisted. Abdominal pain may occur with essure therapy. Therefore, given the nature of this event and positive temporal relationship, a causal relationship with essure cannot be excluded. Regarding the event essure was poisoning her body, the insert includes nickel-titanium alloy, which is generally considered safe. The entire alloy surface is covered with a protective layer of titanium oxide which serves to minimize nickel ion release. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause poisoning. Therefore, this event was assessed as unrelated to essure. Additional non-serious events were reported. Upon receipt of information stating that she was without her uterus, this case was upgraded to incident due to required intervention (hysterectomy). The product technical analysis concluded unconfirmed quality defect and that, based on the limited available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.